Event description:
Boston scientific crm received information that this newly implanted implantable cardioverter defibrillator (ICD) recorded an out of range shock impedance measurement of greater than 125 ohms exhibited by these defibrillation leads. A daily impedance measurement was performed and was within normal limits. The impedance measurements appeared to have been variable since implant, but remained within acceptable limits until the recent out of range measurement. The patient did receive two inappropriate shocks for atrial fibrillation (af); the shock impedance for these shocks revealed a normal measurement. A boston scientific technical services (ts) consultant discussed continued monitoring since the recent shocks revealed a normal impedance, but also recommended bringing the patient in for further testing should the out of range impedances persist. The physician elected to continue to monitor based on the information that the patient received a 41 joule cardioversion shock and all impedance measurements were normal. Additional information was provided that another shock impedance of greater than 125 ohms was observed. Ts suggested several troubleshooting options, which would be discussed further with the physician. It was noted that the patient would continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.